Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after a doctor replaced the pressure sensor, liquid was found leaking at the connection. Upon inspection, a crack was found at the pressure sensor joint. When pressure was applied, liquid leaked from the cracked end of the tubing, and the pressure sensor was immediately replaced. No adverse effects were reported.